Event description:
In this event it is reported that a 30k fsi-sli-10s insert, pkd is alleged to have no water coming through, no flow. No injury occurred.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Return qty 1, 23338, 30k fsi-sli-10s-kh, 00108779 bul per manufacture date. Test method / gp005-wi02. Inductance: gauge ID#: 5349 due: 12/31/2026 result 3.14. Meets spec does not meet spec n/a. Tip condition: meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a tested on: g130 gage ID#: 9626-2 due date: 03/31/26 set pressure: 35 psi. Water flow: output rate: 35 psi meets spec does not meet spec n/a. Spray: meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a. Vibration: meets spec does not meet spec n/a. Grip condition: meet does not meet spec n/a other visual observation: insert tip is clogged, no water flow. Alleged event: confirmed not confirmed.